Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked and the crimped stent was damaged and pulled distally on the balloon. A visual and tactile examination found that the hypotube was kinked at 6.5cm distal to the strain relief. A visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found that the first 2 rows at the proximal end of the stent were damaged and row 8 from the proximal end of the stent was damaged. The stent was pulled distally on the balloon resulting in the proximal edge of the stent being positioned 3mm distal to the distal edge of the proximal markerband. The distal end of the stent was positioned out over the distal markerband. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the device was unable to cross the lesion. While performing a percutaneous coronary intervention, the 4.0mm x 12mm promus premier stent delivery system (sds) was advanced, but was unable to cross the lesion. The sds was removed without problems. The procedure was completed with another 4.0mm x 12mm promus premier and a 3.0mm x 16mm promus premier stents. There were no patient complications reported. The patient status is stable. However, device analysis revealed stent damage.